Event description:
It was reported that stent premature deployment occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 8x3.0mm, eccentric, de novo target lesion was located in the mildly tortuous and the moderately calcified vessel. Pre-dilation was performed with a 2.5x15mm balloon catheter resulting to 40% residual stenosis. An 8x3.00mm omega¿ bare metal stent was selected to treat the target lesion. However, during the procedure, the physician noted that the stent was released before crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination revealed that the stent was secure on the balloon between the markerbands. There was no damage or irregularities to the stent. The stent was not partially deployed, as reported. Inspection of the remainder presented no damage or irregularities. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent premature deployment occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 8x3.0mm, eccentric, de novo target lesion was located in the mildly tortuous and the moderately calcified vessel. Pre-dilation was performed with a 2.5x15mm balloon catheter resulting to 40% residual stenosis. An 8x3.00mm omega¿ bare metal stent was selected to treat the target lesion. However, during the procedure, the physician noted that the stent was released before crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).